Event description:
The customer experienced a sample metering issue during troponin I testing and observed falsely elevated troponin I results on multiple samples. Elevated results of this magnitude could initiate a cardiac catheterization. The customer repeated sample testing after the malfunction was resolved and obtained negative values for seven out of eleven samples. There was no report of pt harm as a result of this event.